Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for occipital neuralgia. The patient reported that his ins battery wasn¿t lasting as long as it used to, and that he hasn¿t been increasing stimulation very significantly, and said "instead of lasting a week,it lasts 3 days or so, it started earlier this month" ((B)(6) 2018). Patient services reviewed that this could be due to the ins battery health, as it does deplete over time and it has a nine-year battery life. Patient services advised the patient to following up with their health care provider (hcp) if he was concerned. No symptoms were reported. No further complications were anticipated/reported.